Event description:
It was reported to philips that the allura system would not move. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected onsite and confirmed that the systems l arm and c arm cannot be moved. Review of the system log file showed the error spp power failed. Upon functional testing the fse found that the spp was defective. Fse replaced power supply. After replacement of power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code, health impact code and evaluation method code were corrected.